Manufacturer narrative:
(B)(4).

Event description:
It was reported that the right atrial lead was discovered to have dislodged at a routine follow-up. On (B)(6) 2016 the lead was attempted to be repositioned but the helix could not be retracted. The lead was explanted and replaced. The patient tolerated the procedure well and was in good condition post surgery.